Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00110. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 5 months. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be determined through this evaluation. System controller and lvad log files from the time of the reported event were submitted, which cumulatively contained data from (B)(6) 2017 ¿ (B)(6) 2017 and appeared to show the device operating as intended at the stored patient speed of 5600 rpm with overall stable pump parameters. No atypical alarms or events were captured and the actual motor speed remained above the low speed limit for the duration of the log file data. The submitted log file data did not record any faults or parameter trends consistent with the presence of thrombus within the device. Per the account's report, a ramp study revealed normal findings and was negative for any indications or thrombus. Moreover, the patient¿s urine specimen was clear and no pump power elevations or notable parameter changes were observed upon device interrogation. The stored patient speed of the lvad was reportedly increased to 6100 rpm. It was reported that on (B)(6) 2017, the patient¿s ldh level had significantly improved and reduced down to 291. The hemolysis event reportedly resolved on this date. The patient remains ongoing on the device and no additional events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017, for suspected pump thrombus due to an elevated lactate dehydrogenase (ldh) greater than 1000 u/l (reference range 12-220 u/l) and dark urine. Upon admission, the patient¿s inr was 1.7. The admitting center took the patient off coumadin. On (B)(6) 2017, the patient was transferred to another hospital. Upon admission to other hospital, the patient was on a heparin infusion with therapeutic inr, ldh of 1452 u/l and plasma free hemoglobin was 30 mg/dl. A ramp echocardiogram performed on an unspecified date was reported to be normal. In addition, although dark urine was reported, a urine specimen was clear. On (B)(6) 2017, the patient¿s ldh decreased to 291 u/l and plasma free hemoglobin was 50 mg/dl. No additional information was provided.